Manufacturer narrative:
Records indicate this device and the other manufacturers lead remain in service. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturers right atrial (ra) lead, exhibited high out of range pacing impedance measurements. In clinic, out of range measurements were able to be recreated with oversensed noise observed as well. Continued monitoring or product replacement was discussed. No symptoms or adverse patient effects were reported.